Event description:
Complainant states that pt was undergoing a surgical procedure, in 1999, for the implantation of a drug delivery device. Shortly after the operation, the pt died. The hosp did not perform a toxicology report during the autopsy. Complainant states that they have no evidence that the device caused pt's death. However, they stated that they thought it was "strange" that the MFR of the device came to the funeral home to remove the device. Removal of the device was accomplished before the autopsy, according to the complainant.